Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel console with footswitch (cusaexcel9) stopped working after 3-4 hours of operation during an unspecified surgery resulting in surgical delay. They changed the disposable device, but the device did not work. They stopped the device and switched on, but it took a long time to work and they then changed the handpiece (hp). They used handpiece (hp) 36 hz on hard tumor. The facility's technician checked the device, and no functional issue was found except small noise. Additional information received has reported that the patient was a child of (B)(6) that died. However, the facility has twice confirmed that the death of the patient is not linked to the issue with the device. However, there was surgical delay of 1 hour. Further additional information received indicates that the issue was that the hp and console were working, but they did not see efficiency on the tumor, and there was no alarm. Also, the power was at maximum all the time of the surgery and the handpiece was very hot.

Manufacturer narrative:
The cusa excel console with footswitch was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. No fault was found with the console; however, the footswitch connector was found to be defective and requires replacement. Root cause - the root cause was confirmed as no fault found as the device was found to meet specification. The excel console device passed all service and repair testing. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel console with footswitch (cusaexcel9) stopped working after 3-4 hours of operation during an unspecified surgery resulting in surgical delay. They changed the disposable device, but the device did not work. They stopped the device and switched on, but it took a long time to work and they then changed the handpiece (hp). They used handpiece (hp) 36 hz on hard tumor. The facility's technician checked the device, and no functional issue was found except small noise. Additional information received has reported that the patient was a child of (B)(6) that died. However, the facility has twice confirmed that the death of the patient is not linked to the issue with the device. However, there was surgical delay of 1 hour. Further additional information received indicates that the issue was that the hp and console were working, but they did not see efficiency on the tumor, and there was no alarm. Also, the power was at maximum all the time of the surgery and the handpiece was very hot.